Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood on the coils and core, consistent with the reported use. There was no contrast visible. The shaping ribbon was separated 2.3 centimeters (cm) distal to the center solder. The shaping ribbon was in a corkscrew shape at the separation, for a length of 3 millimeters, consistent that the wire had been twisted or torqued with the tip entrapped. The tip coils were separated 2.4 cm distal to the center solder. Both separated portions were not returned. The core was still intact and was not separated. There was no other damage noted to the guide wire. Scanning electron microscopy analysis results suggest that the coil failure may be attributed to tensile overload. Evidence of necking was observed near the fractured end of the coil. The ribbon failure may be attributed to torsional overload. Cine images of the procedure were returned and reviewed by an abbott clinical specialist. The results suggest that the guide wire tip fractured. However, without cines of the entire procedure and contrast images of the anatomy, it is difficult to identify the path of events. The condition of the wire tip suggests that there was tortional or tensile stress to the wire which could lead to fracture. The images also suggest that the wire coils did stretch or unwind. Based on the reported information and analysis of the returned device, it appears that the tip of the guide wire became entrapped within the lesion or associated devices as the proximal end of the wire was being torqued causing the core to separate and the coils to stretch during removal against resistance. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was placed in the right coronary artery (rca) with the distal end of guide wire in the posterior descending artery (pda). The ostial rca was stented and then it was noticed that the distal end of the guide wire looked "funny". The physician thought it looked like there was a balloon over the distal end of wire because it looked like there were 2 dots, but no balloon was present. It was then thought that the guide wire had uncoiled, so an attempt was made to place a balloon catheter over the guide wire to remove both devices as a system, but the balloon catheter would not advance past a certain point. They noted an area in the wire about 20-30cm proximal to the distal tip that looked like a "bird nest" and the physician tried to maneuver the bmw, but it would not torque. A prowater guide wire was placed in the rca along the bmw after noting the bmw looked "funny" and before they tried to place the balloon catheter down over the bmw wire without success.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balloon catheter would not advance past the bird nest area, so the balloon catheter was removed. An attempt was made to snare the guide wire, but upon bringing it back the hold on the guide wire in the snare device was lost so the snare device was pulled out. The guide wire was pulled on at this point and part of the guide wire was removed from the vessel leaving what appeared to be the coils behind. It was then decided to stent the mid rca trapping the guide wire filament against the vessel wall. It was noted that after stenting, the distal part of the guide wire looked like it was still attached to the part of guide wire they stented. The decision was made to leave the other part of the guide wire alone. A rotablator procedure was performed on the ostial rca prior to placing the bmw in the vessel. This patient was on an impella device as well. Reportedly, the patient is doing well. No additional information was provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.